Manufacturer narrative:
The device was received for evaluation and was visually and functionally tested. The device powered on and had signs of external damage near the thermostat and at the bottom of the warmer. The warming functionality was impacted. The user guide states that the device is to warm fluids prior to administration and warns the device is not for use in an oxygen enriched environment or in the presence of anesthetics. Using the device as the sole source of warming the patient during a 12 hour surgery is outside the scope of the comfortmate. The available information does not support a relationship between the device behavior and the patient event. It is expected that a qualified anesthesiologist is responsible for monitoring and managing the patient¿s temperature during surgery when there are clinically significant changes (as per the (B)(6) for basic anesthetic monitoring, october 2015). Multiple factors including length of surgery, size of surgical area, extent of exposed skin, low room temperature in the operating room and invasive fluid contact (e.g. Intravenous fluids, as well as saline and other liquids used in surgery) impact the core temperature of the patient and the likelihood of a cardiac arrest adverse event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that a patient became hypothermic and had a cardiac arrest during a 12 hour surgical procedure. The patient was resuscitated and transferred in stable condition to intensive care.